Event description:
Loss of osseointegration.

Event description:
Loss of osseointegration 14.04.2026 15:34:57 cet (5020981) the material number has been updated, which is reflected in this follow up report.

Manufacturer narrative:
The material number has been updated, which is reflected in this follow up report.